Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have presented an insert slide clamp alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the power on self-test there was an insert slide clamp alarm. This alarm was caused by damage to the slide clamp assembly. The safety slide clamp shim was replaced to fix the found condition. The cause of the damage is unknown. The pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.